Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning triggered for high/undefined svc (superior vena cava) coil impedance on the right ventricular (rv) lead. The svc portion of the rv lead was programmed off. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.